Manufacturer narrative:
Date of event: estimated date. The device was not returned for evaluation. A review of the lot history record was not performed because the part and lot number information were not available. Based on the information available, a cause for the reported single leaflet device attachment/ slda could not be determined. The mitral regurgitation was due to slda (procedural circumstances). The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. The UDI is unknown as the part and lot number was not provided.

Event description:
This is being filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). It was noted prolapse leaflets. On (B)(6) 2018, three clips were successfully deployed, reducing mr. On an unknown day, the patient returned for a follow up and it was observed that one of the clips became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The other two clips were stable on the leaflets. On (B)(6) 2020, the patient underwent a second mitraclip procedure to treat the slda. One additional clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.